Event description:
It was reported that the customer was hospitalized due to low blood glucose of 20 mg/dl. Initially, the customer called regarding unexplained high glucose, and her glucose reading at time of call was 200 mg/dl. The caller stated that the insulin pump has not been delivering insulin as it normally should. It was stated that her glucose level has been off and on for the past couple of weeks. Troubleshooting was declined as the caller stated that it seems the insulin pump moves slower. The spouse stated that she was advised to have the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.